Event description:
It was reported, a balloon fell off inside of a patient. The issue occurred during a diagnostic endobronchial ultrasound (ebus) procedure. There was no delay and when the problem was noticed the balloon was retrieved, the device was pulled and the procedure ended. The last part of the procedure wasn't completed, but enough specimens had been collected prior to the balloon falling off. There were no reports of harm to the patient's health.